Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, enroute sheath was placed in the normal fashion. Unable to aspirate or bleed back from sheath. Sheath was pulled back approx. 1cm and repositioned and two views of tip taken. No dissection planes noted at this time. Proceeded with .014 wire advancement and noted that the wire would not advance easily and coiled up repeatedly. Requested that we stop and take another angio and noted a large dissection extending from about the sheath tip up to the distal margin of the stenosis in the rica. Physician continued to attempt to advance the .014 wire until he was unable to advance past the level of the distal edge of the stenosis. Converted to cea. Intervention: cea was performed due to inability to gain true luminal access of the interventional wire.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, enroute sheath was placed in the normal fashion. Unable to aspirate or bleed back from sheath. Sheath was pulled back approx. 1cm and repositioned and two views of tip taken. No dissection planes noted at this time. Proceeded with .014 wire advancement and noted that the wire would not advance easily and coiled up repeatedly. Requested that we stop and take another angio and noted a large dissection extending from about the sheath tip up to the distal margin of the stenosis in the rica. Physician continued to attempt to advance the .014 wire until he was unable to advance past the level of the distal edge of the stenosis. Converted to cea. Intervention: cea was performed due to inability to gain true luminal access of the interventional wire.